Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance. It was also reported that the lead had increased thresholds. On fluoroscopy, the lead appeared distorted. The inner coil appeared to be pulled apart from the rest of the lead body at the first rib and clavicle. It was also noted that the patient lifts weights. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.